Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 ventilator battery is not charging. There was no patient involvement.

Manufacturer narrative:
Upon follow up, the service analyst indicated that the device was not charging the battery. The manufacture's field service engineering (fse) exchanged the battery on september 9, 2016 and unit successfully passed the performance verification test. Device was released for use.